Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified coronary artery. A 3.25mm x 8mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation below the rated burst pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient compilations nor injuries were reported.